Event description:
On (B)(6) 2010, pt reported that about 1 month ago he had an episode where his daughter found him "flopping around on the floor like a fish." Pt stated he was hallucinating. Pt reported his daughter called paramedics and the emts gave him a massive dose of dextrose and then transported him to the hosp where he laid around all day. Pt stated he was not treated anymore at the hosp and was released that same day. Pt reported that on the next day, it happened again and again, the paramedics were called and again they administered more dextrose. Pt stated that this time he refused to be transported to the hosp. Pt reported his blood glucose reading on the first day was 30 mg/dl and on the second it was 37 mg/dl. Pt stated the low blood glucose episode has not reoccurred; pt does not know what caused it. Pt reported the infusion device has not given any error messages. Pt reported he has been able to change the insulin cartridge and run a prime successfully. Pt stated that 3 months ago he had surgery and has been on antibiotics since that time. Pt reported he uses u500 insulin in his infusion device and his physician is aware and prescribes it. Explained to pt that the infusion device is designed for use with u100 insulin. Pt reported he went off of the infusion device on (B)(6) 2010 based on physician orders until other issues of elevated blood glucose and insulin leakage are resolved. Pt is currently on injections and stated his blood glucose readings are still elevated. Pt stated his blood glucose readings are currently between 350-360 mg/dl. Pt's normal fasting blood glucose reading is under 100 mg/dl and his post prandial readings are between 120-160 mg/dl. Pt reported he does not allow his insulin to reach room temperature. Advised to allow to reach room temperature prior to use. Product was replaced and requested return of the suspect product for evaluation.